Event description:
Report received from (B)(6), stating the device needed servicing. During servicing, the device was found to have a hole cut in the hose. It is unk if the device was used during surgery. It is also unk if there was any patient or user injury, medical intervention or surgical delay related to the event. The event occurrence date is unk. No add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "hose damage" could be confirmed. During service, the device was found with a hole cut in the hose. If add'l info becomes available a supplemental report will be submitted. (B)(4).